Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins). Patient reported their programmer was not working and they could not feel stimulation. Patient had been ¿going¿ more and it was keeping them up at night. This reportedly began 2-3 weeks prior to the report. Patient reported a poor communication screen both with and without the antenna. The last time the patient used their programmer was 2-3 months prior to the report. No further symptoms anticipated additional information was received. It was reported that the patient's husband was trying to adjust their stimulator to a higher number, but after 3 attempts nothing happened. A manufacturer representative reported stepped them through it over the phone and it still didn't get any response. The patient went to their physician who checked their device but still could not get the device to work. The patient had another appointment scheduled for (B)(6) 2017 to try and get the device working. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.